Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported perforation of vessels and unexpected medical intervention are due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used two treat two calcified nodules, one proximal and one distal, in the left anterior descending artery (lad). Six low speed treatments were performed on the distal nodule, which had a 2.75 to 3.0 mm diameter. Directly after, the proximal nodule, which had a 3.5 to 3.75 mm diameter, was treated with five low speed treatments. Post treatment, angiographic imaging showed the vessel perforated at the distal nodule. The patient remained in stable condition. A non-abbott stent was placed. Angiographic imaging showed blood was still flowing out. A larger unspecified stent was placed; however, the issue persisted. Pericardiocentesis was performed and the bleeding was able to resolve itself. The patient was in stable condition. It was indicated wire bias was observed in an approximately 90 degree curve. In the physician's opinion, the other side of the calcified nodule was not strong enough for the orbital atherectomy treatment.